Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported that she did not have any hearing benefit with the device during the past 2 months. Further technical checks are scheduled.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Further technical checks are planned but no date has been scheduled yet.

Event description:
The recipient reported that she did not have any hearing benefit with the device during the past 2 months. Further technical checks are scheduled, but no date was provided.